Manufacturer narrative:
The results of this investigation concluded tearing was observed along the base of leaflets 1 and 2. All three leaflets were fibrotically thickened. Circumferential fibrous pannus ingrowth was observed on the inflow side, which extended onto the base of all three leaflets. Active and organizing vegetation was found on the outflow surface of leaflet 2, and calcifications were observed within leaflet 1. Special stains were negative for organisms. No evidence was found to suggest the cause of the leaflet tears, pannus, vegetation, thrombus, and calcifications was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2016, the patient presented with chest pain. A redo avr was performed and at explant it was reported there was a tear of the right coronary cusp. The valve was explanted and replaced with a 23 mm carpentier-edwards magna perimount valve was implanted and the due to a tear of the right coronary cusp. The patient is reported to be recovering.